Event description:
It is reported that the device was implanted in 2002 and was revised in 2008, due to loosening of the femoral component.

Manufacturer narrative:
Evaluation summary: the implant was not returned for evaluation. X-rays were not available for review. The lot number is unknown. Based on the available information, a definitive cause cannot be concluded. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.